Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s father reported via phone call that they experienced high blood glucose level of 517 mg/dl. Customer treated with manual injections. Troubleshooting was performed passed the high pressure test. Customer states that the infusion set was leaking at quick release. Customer was advised to change the infusion set and to treat per healthcare professional's recommendation. The product was returned for analysis.